Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy due to oversensing. Review of egms noted several aborted shocks due to noise. Noise was reproducible with isometrics and pocket stimulation. Lead fracture reported. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.